Event description:
It was reported that the brakes will not disengage completely due to the brake ring being adjusted improperly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.